Event description:
It was reported that the insulin pump alarmed motor error during the prime process. It was stated that the insulin pump may have been exposed to high magnetic fields during a surgery two weeks ago. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.